Event description:
This spontaneous report (2024-cdw-01138, 07079589) from canada was reported by a consumer (age and gender unspecified) who alleged that the battery of the a and h spinbrush unspecified caught fire. On an unspecified date, the consumer used a and h spinbrush unspecified via the dental route. The consumer alleged that the product caught fire in the batteries. No additional information was available. The action taken with a and h spinbrush unspecified and the outcome of the events was not applicable.